Manufacturer narrative:
A supplemental report is being submitted for update to the investigation summary due to return of one of the devices. Product event summary: one battery was returned for evaluation. Twelve batteries were not returned for evaluation. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Additional products: (B)(6). D10: yes, return date: 19-may-2020. Dev rtn to MFR? Yes. H6: FDA method code(s): 10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad, implanted: (B)(6) 2016. Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2020 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 23-jun-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-nov-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 28-feb-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-nov-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-jul-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-jul-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 07-aug-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2020 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 23-jun-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2020 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 23-jun-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2020 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 23-jun-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and the batteries exhibited power switching. When a battery was connected, the lights on the power port one of the controller went blank and reappeared with a beep. The beeps have been occurring on multiple batteries. There was a erroneous critical battery alarm on one battery when the battery capacity was greater than ten percent and a communication error on two batteries. The controller and one of the batteries were removed from service and all the other batteries were still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller was returned for evaluation. The batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis revealed that the returned controller passed functional testing. Visual inspection revealed contamination within the power ports of the controller, likely due to the handling of the device. A visual inspection under 10x magnification revealed a hairline crack around power port one (1). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigated conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Supplemental testing was performed on the controller, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to premature switching events due to momentary disconnections involving seven batteries, as well as momentary disconnections that did not lead to premature power switching involving seven batteries. Momentary disconnection will result in an audible tone or "beep." When a battery momentarily disconnects, the indicator lights on the controller will turn off; upon the battery¿s reconnection, the indicators will turn back on. Additionally, review of the data log files revealed instances involving two batteries where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. Analysis of the alarm log files revealed one critical battery alarm due to a communication error involving one battery. As a result, the reported events were confirmed. A power source lubrication procedure was performed on one battery in accordance with the requirements on 18-jun-2018. A power source lubrication procedure was performed on seven batteries in accordance with the requirements on 22-jun-2018. There is no evidence that the lubrication servicing was performed on five batteries. The most likely root cause of the reported premature power switching event prior to lubrication can be attributed to momentary disconnections due to contamination within the power ports and / or momentary disconnections between the controller and batteries. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to contamination within the power ports and / or momentary disconnections due to temporary corrosion of the controller-port / power-source pins. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and / or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections prior to lubrication servicing. Additional products: (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67; (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 12, 4307; (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307; (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67; (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307; (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307; (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307; (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307; (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307; (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 12; (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 12; (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 12; (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.